Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies or motor anomalies noted during testing. Device received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. Moisture damage on force sensor assembly and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was no longer functioning or turning on since being exposed to the magnetic resonance image machine. No harm requiring medical intervention was reported. The device will be returned for analysis.